Event description:
A patient left a voicemail stating 4 out of the last 6 v-go she used have fallen off. Additional information was requested but the attempts were unsuccessful. There is no indication that the devices are available for return to the manufacturer for evaluation.